Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient went to bed with blood glucose reading at 7 mmol/l (126 mg/dl) and when he woke up it reached 22 mmol/l (396 mg/dl) so she gave her son a bolus of 2.5 units of insulin. He was not feeling well so they deactivated the pod and noticed the cannula was bent. The pod was worn between 36 and 48 hours on the leg. The site was red and there was pus noted on the adhesive pad.